Manufacturer narrative:
Although requested, the affected product has not been received, and patient demographic details were not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the filter extension set leaked during a patient¿s infusion on 6w. The rate was above 220 ml/hr. The user provided a non-specific report that some leaks had occurred with chemo or hydration. There was no report of patient harm.